Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation and was started on amiodarone. Additional information revealed that the patient was hypotensive after standing up to walk, requiring phenylephrine IV on (B)(6) 2022. On (B)(6) 2022, the patient had the same problem but then went into atrial fibrillation. The patient's pump speed was increased to 5800rpm. They started pyridostigmine and florinef on (B)(6) 2022 as the patient's blood pressure continued to fall when they walked requiring another phenylephrine IV. Pump speed increased to 6000rpm on (B)(6) 2022. A chest computerized tomography (CT) scan performed on (B)(6) 2022 showed a small pericardial effusion, a small pneumomediastinum, and a small bilateral pneumothorax. On (B)(6) 2022 a dynamic right heart catheterization was performed. Measurements were taken while the patient was standing and when the patient was sitting. It was determined that the patient had significantly lost right ventricular function and that there was an increase in pulmonary vascular resistance (pvr). The patient continued to require phenylephrine while walking. On (B)(6) 2022, the patient's pump speed was decreased to 5600rpm, and florinef was discontinued. On (B)(6) 2022 the pump speed decreased to 5400rpm.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reports of atrial fibrillation and right heart failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. Section 1 of IFU, ¿introduction¿, lists cardiac arrhythmia and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.